Event description:
It was reported that during a routine device change-out, an increase in pacing lead impedance was observed. The lead remains implanted. There were no adverse consequences for the patient.